Event description:
It was reported that a technical error with code 206/208 occurred. The failure was reported to be with the flow sensor; flow measurement and air detection were not possible. The sensor box was replaced, and this resolved the reported issue. There was no reported patient involvement as the error occurred during preparation. It was unknown if the problem resulted in any delayed or missed treatments. The sample was not available for evaluation. In addition, photos were not available for review.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation of the machine files is not considered necessary because the complaint is related to a component defect. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. No deviations were found during the device history record (DHR) review. However, it was found that the sensor box includes components with a problematic material combination. An improper contact plating between the cable harness and flow sensor board can reduce the electrical conductivity of the connection by fretting and galvanic corrosion, which creates a voltage drop resulting in communication interruptions. A supplier changed the connector p102 material, which may have contributed to the reported event. The change was initiated because of a discontinuation of printed circuit board (pcb) components. The communication interruption may be caused by an increase in electrical resistance due to a connector with mixed coating materials. A connector with mixed coating materials (in this case gold and tin) may lead to oxidation (fretting effect) on the connection surface over time increasing the electrical contact resistance (at p102). The error messages 206 and 208 imply that the communication between the flow sensor and sensor box was interrupted. An interrupted communication between the flow sensor and sensor box can result in disabled flow measurement and air bubble detection. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously alarming, the IFU provides instructions to replace the machine. Based on the findings of the investigation, the reported event has been confirmed.